Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment, the operator noticed that the pt was very uncomfortable prior to deployment and at the time occlusive pressure was applied for deployment. During non-occlusive hold the patient still complained of discomfort. The operator noticed that the abdomen and pelvic area were very distended. The physician and surgeon were paged and the pt was sent to surgery. A pre-peritoneal hematoma was evacuated and 1400 cc of an old clot and blood were removed. The pt received 8 units of blood. Two days post surgery the pt again had bleeding. The pt was again taken to surgery for a retroperitoneal bleed which was evacuated and a repair was made to the external iliac artery. After surgery the pt was being evaluated for thrombocytopenia. It was noted that the pt received 300 mg. Of plavix and two dose of lovenox during hospitalization.